Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('would bleed/ blooded') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("when I would have intercourse with my ex husband, I would get sharp stabbing pain"), bacterial infection ("bacterial infection/ vagina smelled"), fatigue ("filling tired"), memory impairment ("forgetful"), mood altered ("moody") and female sexual dysfunction ("because of pain I did not want to get intimate with my husband"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the genital haemorrhage, dyspareunia, bacterial infection, fatigue, memory impairment, mood altered and female sexual dysfunction outcome was unknown. The reporter considered bacterial infection, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, memory impairment and mood altered to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-apr-2021: this case become serious incident. Mr received. Reporter's information added. Medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('would bleed/ blooded') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("when I would have intercource with my ex husband, I would get sharp stabbing pain"), bacterial infection ("bacterial infection/ vagina smelled"), fatigue ("filling tired"), memory impairment ("forgetfull"), mood altered ("moody") and female sexual dysfunction ("because of pain I did not want to get intimate with my husband"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the genital haemorrhage, dyspareunia, bacterial infection, fatigue, memory impairment, mood altered and female sexual dysfunction outcome was unknown. The reporter considered bacterial infection, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, memory impairment and mood altered to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2014 (discrepancy noted per pif). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.